Manufacturer narrative:
(B)(4).

Event description:
It was reported there was externalized conductors found on the lead when the patient presented in the operating room for generator change unrelated to the lead. Patient was asymptomatic. The lead was capped.